Manufacturer narrative:
The complaint sample is available and requested to return for further investigation.

Event description:
This is defective product that showed particulate matter in the product after reconstitution. Additional information received on 15 dec 2025 reporter responded with the following info: did any patient miss a dose as a result? No. Are the samples available for return? If so, please confirm your address to send the prepaid package to. Yes, I have them address: (B)(6). Please also provide pictures if available. Pics not avail, I can send product back if you absolutely need pics, I can send them later today. Please provide any information regarding how the product was stored. Product was store as advised by package insert. How long was the product allowed to sit without movement before the attempted use? Not mentioned. Was the product vial shaken or agitated before the start of administration? No. How many particles were visible? What was the color? Don't know".

Manufacturer narrative:
Sample evaluation identified a translucent, colorless, wispy particle. Ftir analysis indicated the material was protein and considered inherent. Based on particle morphology and known product characteristics, the particulates are considered a known characteristic of vonvendi drug product and may form under mechanical stress; therefore, it is likely the particles formed during reconstitution and/or aspiration/withdrawal into syringes.the complaint is not confirmed after evaluation and review of manufacturing processes. No manufacturing issues were reported that could have contributed to the quality of the product or contributed to the reported problem.therefore, no escalations, deviations, and corrective and / or preventative actions are warranted at this time. No root cause related to manufacturing was identified during the investigation.

Event description:
This is defective product that showed particulate matter in the product after reconstitution. Additional information received on 15 dec 2025 reporter responded with the following info: "did any patient miss a dose as a result? No are the samples available for return? If so, please confirm your address to send the prepaid package to. Yes, I have them address: (B)(6). Please also provide pictures if available. Pics not avail I can send product back if you absolutely need pics, I can send them later today please provide any information regarding how the product was stored. Product was store as advised by package insert how long was the product allowed to sit without movement before the attempted use? Not mentioned was the product vial shaken or agitated before the start of administration? No how many particles were visible? What was the color? Don't know."